Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill a cartridge. A syringe needle tip change was performed to address the issue. Blood glucose level was 69 mg/dl.